Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed the presence of high impedance readings on the leads. Reprogramming attempts were unsuccessful. The patient underwent a procedure where the entire spinal cord stimulation (scs) system was removed and did well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 20052362; product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(4); batch: 19560968; product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; serial: na; batch: 19964239.

Manufacturer narrative:
Analysis of the returned sc-2317-70 serial number (B)(6) revealed the lead tails were exposed at the y-junction of the lead with cables e1, e3, e4, and e5 fractured at the distal end. Engineers determined excessive mechanical force had been exerted onto the lead body; the cables could not withstand the tensile force which resulted in the observed damage. Microscopic and x-ray analysis of the returned sc-2317-70 serial number (B)(6) revealed that all cables were completely broken 2 cm from the set screw mark of the clik x anchor at the bent/kinked location of the lead. There were no exposed cables at the fracture location. The lead gets kinked after it exits the clik x anchor resulting in the observed damage. Analysis of the returned sc-4316 lot 19964239 revealed one of the eyelets was open without missing silicon material. The eyelet damage was likely due to explant and not considered a failure.

Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed the presence of high impedance readings on the leads. Reprogramming attempts were unsuccessful. The patient underwent a procedure where the entire spinal cord stimulation (scs) system was removed and did well postoperatively.